Event description:
Spontaneous call- patient's mom is experiencing problems with the freedom pump. Mom states that the pump was moving extremely slow and then at the end of infusion it stopped altogether. Mom stated there was very little medication left at the end, so she discarded the rest since she couldn't get pump working again. No adverse effects or missed dose as a result. Return label sent to pick up defective pump and a new pump has been sent to replace. No further information provided. Lot and expiration information are unknown. Reported to (B)(6) by: patient/caregiver.